Manufacturer narrative:
The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should additional info become available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted with a cls brevius hip stem generic (date not provided) and is currently being monitored due to pain in the thigh.